Manufacturer narrative:
Additional MDR's associated with this article: 3025141-2019-00006: case 2.

Event description:
Symptomatic acutrak 2 screw implant failure (fragmentation of the cortex and loosening of the screw); no revision surgery required. From: an obliquely placed headless compression screw for distal interphalangeal joint arthrodesis. Takuji iwamoto, md, phd, noboru matsumura, md, phd, kazuki sato, md, phd, shigeki momohard, md, phd, yoshiaki toyama, md, phd, toshiyasu nakamura, md, phd. J hand surg am 2013:38(12): 2360 - 2364.